Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The legal manufacture was not able to confirm cleaning disinfection and sterilization (cds) processes, however, based on the results of the investigation, the foreign material may have been unremoved because the device was not reprocessed properly due to a leak occurred at the electrical connector and bending section cover. The event can be detected/prevented by following the instructions for use: detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measure in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited the distal end had foreign material. There were no reports of patient involvement.